Event description:
The hospital reported that during a coronary artery bypass graft surgery, when the heartstring aortic cutter was deployed, it did not make the aortotomy, nor did it retrieve any plug. Then during preparation, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement aortic cutter and heartstring seal to complete the procedure. No patient complications were reported by the hospital. This report is for the aortic cutter.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed. (B) (4).